Manufacturer narrative:
Device history record (DHR) investigation did not show issues related to this complaint. Device sample received by manufacturer, but investigation is still underway at time of this report.

Event description:
Complaint alleges that the doctor used the stapler during a breast lift procedure. The stapler jammed after using several staples. The doctor used a different stapler to complete the procedure. Additional information received stated that about half of the staples fired correctly and then the staples jammed in the stapler. The staples did not get stuck on the patient's skin.